Event description:
It was reported that the insulin gauge was inaccurate. Customer alleged there was an issue with the pump. There was no reported impact to the customer's blood glucose. Customer continued to use pump for insulin therapy.